Event description:
It was reported that the interconnect cable on the 9800 system was hard to plug and unplug. Also the system would intermittently not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo pin connector was replaced and the voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.